Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2007 and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vagina, cervix, vulva procedures w/o cc/mcc, hysterectomy, repair of vagina, urine incontinence repair nec, paraurethral suspension, a&p repair and cystoscopy due to mixed incontinent, urge and stress, intrinsic sphincter deficiency, rectocele, cystocele and enterocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to pop isd.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.